Event description:
The pt was being fed using a pump. 480 ml of an enteral feeding solution was hung, and the pump was set to deliver 64 ml/hr. 480 ml were delivered in 70 mins. Following the event, pt was found in respiratory distress. Pt was taken to ICU. Pt developed aspiration pneumonia, but has recovered. Rptr stated the safe-t-valve was broken. One pt involved. Note: event date is approximate.